Event description:
It was reported that a cartridge alarm occurred during insulin delivery and occurred during the load sequence. Customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.